Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the haptic twisted when inserting into the cartridge and torn when pushing the plunger. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: the returned photos show an iol placed on the inside of the lens case lid. There appears to be damage to the haptics and optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.